Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted small abscesses along the stitch that was holding the mesh in place. The small abscesses appeared to be extending up to near the skin. It was reported that the patient experienced severe pain, inflammation, continuous seromas and mesh migration. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/13/2021.

Manufacturer narrative:
Date sent to the FDA: 11/9/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.